Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to fluid loss from the reservoir. The device was no longer working. The source of the fluid loss was a puncture in the reservoir. An 18cm cx device with 3cm rear tip extenders (rtes) was explanted and a new 21cm cx device was implanted.